Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 479 (mg/dl). Contact is out of the country, and reported that their spouse assisted the customer with changing their infusion site. The contact's spouse programmed a 5 unit bolus to treat the bg level, however, the contact's spouse realized that they had not attached the tubing to the new infusion site, and had not performed the fill cannula step of the load process before initiating the bolus. Reportedly, once the contact's spouse realized this, they quickly attached to tubing to the site. Contact asked tandem technical support if there would be a way to determine how much of the 5 unit bolus had been delivered to the customer after their spouse attached the tubing to the new site. Tandem technical support notified the contact that the pump history would not have captured when the tubing was attached. Although requested by tandem technical support, contact declined offers of reaching out to assist their spouse directly or future follow-up.